Event description:
The stent could not be expanded on one end due to the calcification, while the other end buried a strut into the lesion due to the soft tissue. This resulted in a perforation. The product IFU contraindicates the use of this device in calcified lesions that cannot be pre-dilated enough. It is unk treatment was required; however, because of the date of the event, additional information is not available. In the absence of that information, it will be assumed that additional medical intervention was used to treat the injury.